Event description:
The customer reported, the system displayed an unusable white image. No patient injury was reported.

Manufacturer narrative:
A ge representative reported, the system had been repaired. No further information regarding the evaluation is available. System operates as intended.